Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Serial number: unknown, not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable n/a as the lens remains implanted. Device manufacture date: unknown as there is no serial number provided. (B)(4). Product evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: considering the limited information available the reported issue was not confirmed, and a product quality deficiency was not determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that about 3 weeks after a monofocal toric intraocular lens (iol) was implanted, the patient was doing well but there was some residual astigmatism. Additional information received revealed that the patient had a history of macular degeneration and the iol had rotated and was repositioned. Additional information was requested but no response was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Corrected data/ additional information: additional information was received which clarified that the previously reported rotation and rotational repositioning was completed during the initial surgery and not post implant as initially reported. Therefore, the event is no longer considered to be a reportable event. The initially reported device code 3026 and patient code 3191 - reposition rotationally are no longer applicable. The device code has been updated to 2993 and the patient code has been updated to 2692. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.